Event description:
An operating room supervisor reported that knives cannot cut or cut incorrectly during surgery resulting in an incorrect incision in the patient's eye. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no sample has been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Add'l info has been requested. (B)(4).